Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ma7028, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) and suture was used. The suture broke when sewing peritoneum during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.